Event description:
It was reported that the patient with this right ventricular (rv) lead was told that the device was not responding. The boston scientific technical services (ts) referred the patient with the physician. Furthermore, it was noted by the health care professional (hcp) that this rv lead exhibited high shock impedances out of range. The plan is to explant the lead, nonetheless, the explant is not scheduled yet. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was told that the device was not responding. The boston scientific technical services (ts) referred the patient with the physician. Furthermore, it was noted by the health care professional (hcp) that this rv lead exhibited high shock impedances out of range. The rv lead was explanted and replaced. No additional adverse patient effects were reported.